Manufacturer narrative:
The investigation of placement signal issue has been completed. The cause of the issue was not determined since product was not returned.

Manufacturer narrative:
D9 device returned to manufacturer date added g1 reporting contact email revised on manufacturer device report in accordance with updated procedures 1220648-2024-19884.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that after dressing change on the patient with impella 5.5 support, the auomated impella controller (aic) started alarming impella position unknown with a flattened motor current. Aortic (ao) placement signal uncoupled from the left ventricle (lv) waveform and above looking ventricular and lv numbers low or negative. Impella position went from 5.1cm below aortic valve (av) on echocardiography to 6.1cm below. Impella was pulled back to 4.9cm below av with no changes to the aic waveforms or numbers. Aic continued to alarm impella position unknown after proper repositioning and position confirmation with yellow flows. There was concern that it was a sensor error, and the surgeon opted to replace the 5.5. There was no harm to the patient. The patient survived the event.